Event description:
It was reported that, "simplex indicators was yellow, which states it can not be used."

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the gastrojejunostomy the stapler got stuck during the firing cycle and during the second stroke the blade did not move and even after releasing the manual release lever many times the stapler did not open at all. There was too much tension on the anastomosis and eventually it had to be sutured. It was a new gun with only 5 firings done. A new 60 stapler got stuck during the firing cycle and did not fire. The knife blade did not retract even after pulling the manual release lever and this caused tension on the anastomosis during gastrojejunostomy in a gastric bypass procedure. The firing was not complete and then had to be sutured as margins were very less for another firing. It is unknown how the procedure was completed. It is unknown if there were adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.